Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) was removed from the left eye of a patient due to dysphotopsia. The patient had visual acuity (va) 20/25 and j1. The explanted lens was replaced with a zcu model toric lens of the same power. The patient is doing okay. No further information was provided. This emdr report pertains to patient's left eye. A separate report will be submitted for the patient's right eye.

Manufacturer narrative:
Corrected data: upon review, it was noted that the information indicating the device was discarded was inadvertently not included in the initial MDR report. Therefore, this information has been included in the supplemental MDR report, and the following fields have been updated accordingly: section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: type of investigation: 4115 - device discarded additional information: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. Although these complaint issues reported are related; however, the issue could not be confirmed as related to manufacturing. Therefore, no further actions are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.